Event description:
Review of programming history revealed when a diagnostic test was performed on the vns pt's device, the results showed low for output current porter in (B)(6) 2007. The error message "programmed current possibly not delivered at specified level, (possibly limited by battery voltage, lead impedance or other reasons)" was most likely received. Further diagnostic testing was performed on the pt's device that revealed proper device function in (B)(6) 2007. Investigation was conducted and it has been determined that the cause of the reported "programmed current is possibly not being delivered at specific level" error message was an undetected communication disruption during the programming sequence. Interruption in communication between the generator and the handheld can be caused by rf interference or pt movement. Analysis of the handheld software revealed that, due to a design flaw, it is possible for a communication disruption to prevent the generator from receiving the final command in the programming sequence without displaying an error on the handheld. If this command is not received, a stimulation burst at the new parameters will not be initiated until the programmed off time expires. If the programmed output current amplitude is increased and an interrogation is performed before a stimulation burst has been delivered at the new amplitude, the value of the last delivered current level reported to the handheld will be less than the programmed current setting. The handheld will compare these values and display the message of low output current. Additionally, if the programmed output current amplitude is increased and a diagnostic test is performed in which the programming sequence is also disrupted in the same manner within the diagnostic test, but the test is allowed to complete, low output current diagnostic test results will be displayed. However, once the programmed off time has expired, stimulation will continue to be delivered normally, so the displayed message is not indicative of abnormal device operation.

Manufacturer narrative:
Analysis of programming history.